Event description:
The patient was reported as expired, unrelated to the pacing lead. Following the patient's expiration the lead was removed and found to have a j retention wire fracture wihtout protrusion through the outer polyurethane insulation.